Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper/lower cases, side bail covers and ring cover were broken. The encoder flex was out of mechanical specification.

Event description:
It was reported the sensing led (light emitting diode) will not illuminate when the device is turned on. The device was returned for repair. No patient involvement was reported.